Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during routine follow-up it was discovered that this pacemaker had reverted to safety mode. It was noted the patient is pacemaker dependent and had episodes of syncope a few days prior due to oversensing and consequent pacing inhibition. It was therefore decided to hospitalize the patient and replace the implanted device. Besides intervention, no other adverse patient effects were reported. Additional information: this device was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that during routine follow-up it was discovered that this pacemaker had reverted to safety mode. It was noted the patient is pacemaker dependent and had episodes of syncope a few days prior due to oversensing and consequent pacing inhibition. It was therefore decided to hospitalize the patient and replace the implanted device. Besides intervention, no other adverse patient effects were reported. The explanted device will be returned for analysis.